Event description:
It was reported that during a laparoscopy procedure, the device was fired to check its function outside the patient's body without clamping something. When the trigger was grasped, the jaw did not open. The trigger was going to be returned to the home position by hand, but the jaw could not be opened. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.